Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer compared meter results with laboratory from the same blood sample: meter result-19.9 mmol/l and lab result 7.8 mmol/l. No adverse event alleged. Product cannot be returned due to custom and legal issues in russia.